Event description:
It was reported that the distal end of the gastrointestinal videoscope felt burnt and had material adhering to its surface. The issue was found during an unspecified therapeutic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1, initial reporter establishment name: (B)(6)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle and c-cover have foreign objects, and c-cover has a burn. The root cause of the burnt distal end and c-cover burn could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. The most probable cause of foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.